Event description:
It was reported that when plugged the real intelligence robotic drill in to the console, the screen froze/would not recognize the drill plugged in. A reboot and a drill diagnostics test was run, receiving a critical drill error. As this was noticed during set up, the procedure was performed, without any delay, using a s+n back-up device. Patient was not impacted.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The cori, real intelligence robotic drill, part number rob10013, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A system timeout error occured during the unlock phase of a case. Multimeter test showed no voltage for pins 3 thru 9. An engineering review was completed. The reported problem was confirmed. The exposure motor encoder was tested and found to be unresponsive. Multimeter test showed pins 3 thru 9 produced no voltage. The most likely cause of this event is the failure of the drill exposure motor encoder. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: h3, h6: the cori, real intelligence robotic drill, part number rob10013, (B)(6) , used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A system timeout error occurred during the unlock phase of a case. Multimeter test showed no voltage for pins 3 thru 9. An engineering review was completed. The reported problem was confirmed. The exposure motor encoder was tested and found to be unresponsive. Multimeter test showed pins 3 thru 9 produced no voltage. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H11: corrected data updated section h6 (medical device problem code, component code, investigation findings and investigation conclusions).